Event description:
I had the tvto tape (ethicon) lot 3365739 device placed on (B)(6) 2010 for stress urinary incontinence. The device has failed and besides the pain and swelling in abdomen, constant uti's, the incontinence was never alleviated. I'm now in the process of searching for a capable surgeon to remove the mesh. I believe there may be some nerves affected because of certain times when I lie down, I get pain in my head, and chest, which is alleviated with re-positioning. I'm not sure what other info you may need, but as I'm in the beginning stages of finding a surgeon and answers to this painful life changing situation, I will help you as I received knowledge to help others.